Manufacturer narrative:
(B)(4). The device was manufactured on october 03, 2014 ¿october 04, 2014. Evaluation summary: the device was received for evaluation. Visual inspection did not reveal any abnormalities. A functional flow test was performed and the results were within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused. After 48 hours, the folfusor was still half full. The device was filled with 3000mg of fluorouracil (non-baxter drug) diluted in 5% glucose solution (non-baxter drug). There was patient involvement; however, there was no report of patient injury or medical intervention associated with this event. There is no additional information available.